Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient had a mass of scar tissue near the lead site which was causing discomfort. As result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was revised and some scar tissue was removed. The issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.